Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the tip-up fenestrated grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument had a broken jaw. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a portion of the tip broken off. There were no visible broken or damaged cables at the instrument wrist.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.891" x 0.193" was found to be broken off. The broken piece was found stuck to the outside of the magnet on the outside of the chassis. Components adjacent to this broken grip do not show damage. The instrument was reviewed by manufacturing engineering and the investigation showed clear signs of excessive force noted on this instrument. The broken piece was placed back to where the bend line was and clearly the part was being bent prior to it breaking. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.